Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed only the proximal segment of the lead was returned, severed approximately 428mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead got dislodged and appeared to be in the left ventricular (lv) lead instead of the rv as seen through echography. The patient experienced shortness of breath (sob) and fatigue. The plan was to perform a sternotomy removal of the lead with possible aortic graft. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed only the proximal segment of the lead was returned, severed approximately 428mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead got dislodged and appeared to be in the left ventricular (lv) lead instead of the rv as seen through echography. The patient experienced shortness of breath (sob) and fatigue. The plan was to perform a sternotomy removal of the lead with possible aortic graft. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead got dislodged and appeared to be in the left ventricular (lv) lead instead of the rv as seen through echography. The patient experienced shortness of breath (sob) and fatigue. The plan was to perform a sternotomy removal of the lead with possible aortic graft. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.